Event description:
The customer reported the battery was not recognized and the device displayed a red x. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint it still under investigation. A follow-up report will be submitted once the investigation is complete.